Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a large number of events for stick down and leaks with the needleless valve which occurred in the ICU over a 6-7 week period. The failure rate observed for this product was between 30-40% in one of their care units. This was estimated to be approximately 400 failures observed in the last 37 days, however those failures/events were not documented, tracked nor reported to bd. There was no patient harm reported from the stick down or leak events. The assistant manager of the ICU reported that there has not been an increase in the hospital¿s (B)(6) infection rate.